Manufacturer narrative:
Lens was returned in liquid ,in lens vial. Visual inspection found a missing piece of haptic. One similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon had two 13.2mm micl13.2 implantable collamer lenses, -7.0 diopter, that tore during folding. The primary lens had patient contact and the backup lens did not. The reporter stated that the cause of the event could have been due to a loading issue. There was no patient injury and the surgeon decided to implant the backup lens of the opposite eye to complete the surgery. The reporter was not sure which lens was the primary lens that had patient contact because the label was removed with the wrap.